Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that before use the intra-aortic balloon (iab) had an error of not calibrating fiber optics. There was no patient involved reported. The technician inspected fiber optic port. Issue was not able to be reproduced and unit passed functional and safety testing.